Event description:
As the surgeon inserted the sensor wire into the patient's left ureter, blue flecks of hydrophilic coating came off the wire and remained in the patient. This was noted on 2 consecutive wires with the same lot number. The sensor wires with that lot number were removed from the department. The surgeon stated the flecks of coating should naturally flush out of the patient.